Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome and infection could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, could not be conclusively established. It was reported that the patient was admitted through the (B)(6) hospital emergency department on (B)(6) 2019 with failure to thrive. Two blood cultures were drawn, which were positive for candida albicans and dubliniensis on (B)(6) 2019. The patient was started on IV micafungin 100 mg four times daily. The patient¿s tunneled catheter was exchanged on (B)(6) 2019 due to primacor dependence. The patient was ordered do not resuscitate by the patient and his family, and he was discharged to the inpatient hospice unit. The patient¿s vad and aicd were discontinued on (B)(6) 2019, and the patient expired on that day due to multisystem organ failure. Multiple requests for additional information were issued to the customer, included requests for product return; however, no further information has been provided and (B)(4) has not been received to this date. The investigation file will be closed accordingly. The heartmate 3 lvas IFU lists various forms of infection and organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with failure to thrive. Upon admission, blood cultures were taken and on (B)(6) 2019 the patient tested positive for candida albicans & dubliniensis. They were started on an IV of micafungin 100mg a day. Patient was consulted for hospice and family requested 'do-not-resuscitate (dnr)' procedure to be followed for the patient. Automatic implantable cardioverter defibrillator(aicd) and pump was to be discontinued. On (B)(6) 2019, patient was discharged to in-patient hospice unit. Patient expired on (B)(6) 2019 due to multi-system organ failure.